Manufacturer narrative:
The field service engineer (fse) evaluated the instrument. The fse found a leak at the tubing through pinch valve pv37. The fse replaced the tubing, which repaired the leak. (B)(4).

Event description:
The customer reported a leak from the coulter lh 500 hematology analyzer. The volume of the leak was about 300 ml and was not contained within the instrument. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.